Event description:
Empty syringe.

Manufacturer narrative:
It was reported that "the plunger was at the appropriate level for it to be filled with saline, but it was instead empty and filled with only air. No air reached the patient via the arterial line. Another syringe was used to flush the arterial line." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.